Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 95% stenosed and located in the proximal circumflex. The lesion was treated with the oad using three passes on low speed. Following the third pass, the patient presented with chest pain. Imaging was performed and no issue was noted. After a fourth pass was performed at high speed, the patient again presented with chest pain and imaging revealed a perforation. Multiple stents were deployed to resolve the perforation and the patient was stable following the procedure.